Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation with a soundstar catheter and the patient experienced a pericardial effusion that required drainage. During the procedure, approximately 3 hours after the start of the procedure, pericardial effusion was confirmed. Drainage was performed. After drainage was performed, the procedure was completed. The patient condition stabilized after drainage. The patient did not require cardiac surgery. Patient fully recovered. Sound map was created and mapping in the right ventricle (rv) was performed using optrell and a smart touch sf catheter. The smart touch sf catheter was inserted into the left ventricle (lv) via the aorta. Because blood pressure decrease was confirmed, the soundstar catheter was used for check but no pericardial effusion was observed. Then, tens of minutes after the above hypotension, while manipulating the smart touch sf catheter within the lv again and manipulating the soundstar catheter in the rv, blood pressure decrease recurred. Soundstar catheter showed a pericardial effusion. The patient did not require extended hospitalization. Ablation had not been performed. Transseptal puncture was not performed. The flow setting was pre: 1seconds. Post: 2 seconds. No abnormalities observed prior to product use. No error message observed on the biosense webster equipment during the procedure. One catheter was used for each. The physician's opinion on the cause of the adverse event is that it is possible that the soundstar catheter or a his catheter (from another company) might have scratched the right heart system, but the exact cause is unclear.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).